Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, battery drawer, one side bail cover, and ring cover are broken. Battery release found contaminated. One case screw incorrect hardware and the battery contacts are compressed. (B)(4).

Event description:
It was reported the cases are cracked. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.